Event description:
Information was received that a cadd solis vip pump gave a "cassette not attached properly" error message. It is unknown if the event occurred while in use with a patient.

Manufacturer narrative:
Information was received on 09/29/2020 indicating that the device did not fault while in use with a patient.